Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding the delivery of compounded baclofen (500mcg/ml, 87.55mcg/day) and unknown morphine (2mg/ml, 350.2mcg/day) in an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. At a refill in the beginning of (B)(6) 2015 (unknown date), the first occurrence of low reservoir alarm occurred. The patient denied hearing the alarm, but the alarm was seen in the event logs. The cause for the issue remained undetermined. The patient had experienced a low reservoir alarm at two refills. At both refills approximately 1ml of drug was in the reservoir. The reason for the low reservoir volume because the patient was a week (or so) overdue for the refill due to scheduling. Please refer to mfg. Report# 3004209178-2015-23957 for information pertaining to the low reservoir alarmed experienced at the second refill.